Event description:
Customer reports one samples' result was incorrectly uploaded to the lis system. No erroneous results were reported. A patient and / or donor result incorrectly loaded to the lis system may lead to erroneous results reported.

Manufacturer narrative:
Cts requested a copy of the astm log files from the customer to further investigate the issue. Lab specialist called back stating, customer was not able to obtain astm log files. (B)(4).